Event description:
It was reported that while testing using hard paddles, the device would charge properly; however, it would not discharge using the hard paddle buttons. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The therapy receptacle connector assembly was replaced and then proper device operation was confirmed through functional and performance testing. The device was returned to the customer for use.